Event description:
It was reported via a trial that 277 days post index procedure, the patient was admitted with chest pain and diagnosed with unstable angina. The target lesion was a pre-dilatated first obtuse marginal (om) with 70% stenosis, a length of 14 mm, and a reference vessel diameter of 2.50 mm, a 2.50x18 mm promus stent was placed and post-dilatation with 0% residual stenosis. On (B)(6) 2010 coronary angiography revealed: left anterior descending (lad) artery 80% proximal in-stent restenosis, and target vessel left circumflex 99% in-stent restenosis. The first om was treated with a 2.5 x 15 mm xience stent with 0% residual stenosis. The lad was treated with a 3.5 x 12 mm xience stent with 0% residual stenosis. The patient was discharged on (B)(6) 2010 on aspirin and clopidogrel. Though requested, no additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.